Manufacturer narrative:
The reported event of dissatisfaction regarding the additional infusion complete alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the clinicians are experiencing an increase in the ¿infusion complete alarms¿ with the 9.33 upgrade when they use the delay options feature. It was reported that the patients require many intermittent infusions, mostly antibiotics and fluid boluses. Most of the patients have cvl¿s with base fluids and heparin infusing using the delay options feature for 1 minute with a "none" callback. They do the none callback purposely so that the nurse doesn¿t get called back to the room due to other patients requiring complicated dressing changes that can take 2 hours. Once the nurse is gowned up and starting the dressing change, it can be an infection control issue if they get interrupted and then need to de-gown, leave the room and to tend to a pump alarm. The antibiotics are mostly via the syringe module but it will be later when the nurse can get back to the room.